Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was scheduled for a full vns explanted due to infection. Device history records were reviewed for the implanted devices. Both the lead and generator were sterilized and passed all quality inspections prior to distribution. No further relevant information was received to date.

Manufacturer narrative:
Date of event:, corrected data, initial MDR inadvertently reported incorrect event date.

Event description:
Patient underwent full device explant.